Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 323.46, synthes lot # 3069382, supplier lot # 3069382, release to warehouse date: 02 feb 2009, supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service & repair evaluation the customer reported the device was bent and could not be taken apart to clean. The repair technician reported the drill sleeve was stuck in the threaded nipple. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: threaded nipple (1) and drill sleeve (1). The item was repaired per the inspection sheet, passed synthes final inspection on 01-oct-2019 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during the inventory of the periarticular set, the tip of the universal drill guide was observed to be flared out and will not allow the instrument to be taken apart for cleaning purposes. There was no patient involvement. This complaint involves one (1) 4.5mm universal drill guide. This is report 1 of 1 for (B)(4).